Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was visible in the indicator window and the safety feature was not engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed nicks on the knife blade. The anvil of the instrument was observed to be tilted and attached to the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. A cross cutting staple was also observed on the mylar cutting ring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic resection of the rectum, during colo-rectal anastomosis, the device partially fired and has incomplete staple line, to fixed the staple line they resected and re- stapled. After firing both the colon lumina were completely opened, no anastomosis was provided and no single staple was found. Surgical intervention was required. Unanticipated tissue loss occurred. Also the nurse was not familiar with the device so she screwed the thorn inside the instrument after she got the device out of the sterile box, it was recognized that the indicator was green before he inserted the device into the rectum. They assume that it was a mistake of the nurse, but they were interested with the result of the investigation. The patient was alive with no injury.

Manufacturer narrative:
Post market vigilance led an evaluation of one device. A microscope examination of the device displayed nicks on the knife blade. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was 3cm of unanticipated tissue loss in the colon for re-anastomosis.